Manufacturer narrative:
Analysis identified a low battery reset occurred during testing, but could not determine the cause. Interrogation of the pump determined it was used to infuse morphine sulfate [15.0 mg/ml] at 2.500 mg/day and bupivacaine [7.5 mg/ml] at 1.2501 mg/day. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving and unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and post laminectomy pain. It was reported premature battery depletion occurred. It was noted that there was no factors that may have caused, led, or contributed to the issue. No diagnostics/troubleshooting was performed. It was noted that the pump will be replaced. It was noted that the issue was not resolved at time of event, and patient's status was "alive-no injury." It was noted that surgical intervention did not occur, but is planned and has been scheduled for (B)(6) 2017. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2017-may-30. The pump was returned to the manufacturer for analysis.